Event description:
Ous MDR - (B)(6) 2012: the pt was taken to the hospital due to syncope and hospitalized. The next day the philos was checked and there were no findings. On (B)(6) 2012: it was noted that the pacing peak was becoming wider (between r-r). The physician planned to do a replacement of the whole system. However, after this event, there were no other wide-waves observed during the pt hospitalization ((B)(6)). The pacemaker setting was changed from ddd70 to ddd60. On (B)(6) 2012: although no pacing failure was observed after changing the setting to ddd60, a replacement was carried out. During the operation, both leads displayed no problems in the lead impedance and both leads remain actively implanted. Only the pacemaker was replaced.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The returned device data were analyzed. The analysis of the pacemaker dump did not indicate any deviation which might explain a device malfunction. Further investigations will be performed after the device return. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.